Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%), missing an orientation dot (75-100%) and crease flat. A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell and orientation dot due to inconclusive.

Event description:
The explanting surgeon reported that ¿the patient came in following ultrasound where it was discovered that her left breast prosthesis is ruptured. When the patient underwent surgery, the prostheses were replaced.¿ this record relates to the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The explanting surgeon reported that ¿the patient came in following ultrasound where it was discovered that her left breast prosthesis is ruptured. When the patient underwent surgery, the prostheses were replaced.¿ this record relates to the left side. The device has been explanted.